Event description:
The dr was performing a spincterotomy with a pre-cut sphincterotome. The first cut was made and the needle knife charred. On the second cut the needle knife charred and burnt through, causing a small portion of the needle knife to detach. The dr visually noted the remaining portion of the needle knife in the pt and chose to allow the portion to pass naturally. The pt is in satisfactory condition.